Event description:
It was reported that the patient underwent an ams penile prosthesis procedure due to unknown reason. The previous device was removed and replaced with a new inflatable penile prosthesis (ipp). No information about the patient's outcome was provided. Additional information received. The previous inflatable penile prosthesis (ipp) was replaced because it was not working. The specific device issue was not provided. The patient is recovering form surgery.